Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a wound closure procedure on unknown date and the suture was used for subcuticular layer. Three-six weeks of post-op, the patient experienced a superficial infection. It was also reported that the culture test was possibly performed and possible staph or coliform bacteria was found. No further information is available.